Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. Upon visual inspection of the returned cassette an identification (ID) tab on the pinch plate was broken off. When the cassette was inserted onto a calibrated console the cassette was recognized as a posterior cassette with manual stopcock (incorrect) and passed priming and intraocular pressure (iop) calibration successfully. The ¿manual stopcock¿ output displayed by the console for the posterior cassette is incorrect for the cassette type and will result in fluid/air exchange (fax) detection issues the customer experienced. During fax mode, there was no exchange from liquid to air, liquid continued to flow to the infusion cannula. The customer's experience was replicated during laboratory testing. The broken identification (ID) tab did not appear to be related to a mold-process issue but likely broke off at some point post-receipt of sample. The broken piece was not returned with the cassette. While the source of the customer's experience is related to a broken ID tab on the cassette, the root cause of the could not conclusively determine when and where the damage to the cassette occurred. After investigation of this complaint no corrective action is required at this time as the root cause is unknown. Based on our current tracking, there are no adverse trends for this reported complaint and lot. Before release from manufacturing, every pak batch must pass quality testing and inspection confirming that the batch meets all product and packaging specifications. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A customer reported in middle of a case the surgeon went from fluid to air and machine would not produce air with unknown timing. The procedure was completed. There was no patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.